Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the upper arm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted the balloon ruptured upon second inflation at 10 atmospheres for about 5 seconds. The device was removed without any issue and the procedure was completed with a different device. No complications were reported and the patient was in good condition post procedure.